Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and fever. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to fever and cloudy effluent and remains admitted. The patient was treated with unspecified antibiotics. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: a2. Additional information: b5 and b6. B5: upon follow up, it was reported an unreported date, the patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.